Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The synream reaming rod ø2.5 long l1150 (p/n: 352.033, lot #: unk) was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the device was bent but not broken. No other issues were observed with the returned device. Device failure/defect identified? Yes. Dimensional inspection: the thickness of the rod was measured to be within the specification. Document/specification review since the exact manufactured date of the device was not identified, the current revision of drawings were reviewed reaming rod / bohrdorn ø2.5mm. Complaint confirmed? The device received was bent not broken, but the overall complaint condition was confirmed. Hence confirming the allegation. Investigation conclusion the complaint condition was confirmed for the synream reaming rod ø2.5 long l1150 (p/n: 352.033, lot #: unk). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Occupation: reporter is a j&j employee. Reporters state: (B)(6). (510k): unknown, as specific part and lot numbers are unknown; device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the reaming rod is in poor condition, twisted and with the possibility of fracture. This complaint involves one (1) device. This report is for one (1) synream reaming rod ø2.5 long l1150. This report is 1 of 1 for (B)(4).